Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of endocarditis and mitral regurgitation (mr), as listed in the instructions for use, mitraclip ntr/xtr, u.s. Are known possible complications associated with mitraclip procedures. The investigation determined the reported endocarditis appears to be related to patient and procedural conditions. The recurrent mr appears to be related to the endocarditis. There is no indication of a product issue with respect to manufacture, design or labeling. The other implanted clip is filed under a separate medwatch report number.

Event description:
Patient ID (B)(6). This is filed for recurrent mitral regurgitation and endocarditis. It was reported that on (B)(6) 2019, two clips were implanted reducing grade 4+ degenerative mitral regurgitation (mr) to grade 2+. On (B)(6) 2019, the patient was re-hospitalized with fever. Transesophageal echocardiogram noted moderate to severe mitral regurgitation. Endocarditis was confirmed in and around the clips. The patient was placed on rifampin and intravenous vancomycin. Transthoracic echocardiogram performed on (B)(6) 2020 noted mr was grade 0. Per study physician, the endocarditis is likely related to a chronic left lower extremity wound, and as the endocarditis was found on the clips, it is related to the clips. The adverse event resolved on 02/12/2020. No additional information was provided.